Event description:
The customer reported, the left monitor blanked out. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the workstation circuit boards. System operates as intended. (B) (4)